Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Outcomes attrib to adv event field (b2) in section b, adverse event/product problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered eight shocks as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options as well as the option of considering medical management. This device was explanted, with the patient receiving a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered eight shocks as inappropriate therapy for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options as well as the option of considering medical management. This device was explanted, with the patient receiving a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered eight shocks as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options as well as the option of considering medical management. This device was explanted, with the patient receiving a transvenous system. No additional adverse patient effects were reported. The device has been returned and analyzed.